Event description:
The pt stated that, the "pigtail" section of her infusion tubing separated. The pt stated that, she was not feeling well (headache, nausea) and she then noticed, the separation in the infusion tubing. Her blood glucose elevated to 410 mg/dl. She stated that, she changed her infusion tubing and bolused to lower her blood glucose. A normal blood glucose reading for the pt is 120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.